Event description:
It was reported that a revision was performed due to infection.

Manufacturer narrative:
The affected device was returned and evaluated. The purpose of this investigation was to examine the as-received implants. No destructive testing was carried out. In addition, to burnishing (a sign of adhesive wear) areas of damage were observed on the articular surface of the ps insert. This damage may have resulted from contact with third-body particles (bone cement, bone chips, etc). Burnishing and plastic deformation, likely created by contact with the cam of the femoral component, were observed on the posterior-inferior portion of the post. Burnishing, likely caused by back-side wear, was observed on the inferior surface of the tibial insert. The level of burnishing observed on the backside of the insert is not atypical. Plastic deformation and damage were observed to the lock detail. In addition, damage was observed on a small portion of posterior-superior edge of the insert. These features may be the result of instrument contact during extraction from the tibial base. Plastic deformation and damage were observed to the lock detail of the cr insert. In addition, damage was observed on a small portion of posterior-superior edge of the insert. These features may be the result of instrument contact during extraction from the tibial base. Burnishing, likely caused by back-side wear, was observed on the inferior surface of the tibial insert. The level of burnishing observed on the backside of the insert is not atypical. The adhesive and abrasive wear features on the inserts were of a typical appearance. The wear patches appeared to be milder on the cr insert; however, neither insert had signs of increased or unusual wear. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.